Event description:
It was reported that the spo2 measurement intermittently dropped out on the newly installed intellivue mx850 patient monitor. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the spo2 measurement intermittently dropped out on the newly installed intellivue mx850 patient monitor. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. Based on the information provided by remote service engineer (rse) the call was on mx850 and there was no measurement server mentioned. The customer only stated they were calling to discuss an issue with the nss team and they were already working with them. They had mistakenly called regular tech support. The customer continued to the nss team for further troubleshooting. The national support specialist (nss) reported the canadian field support team and supervisors failed to send the case to the next nss level. If additional information is later obtained, the complaint will be reopened.

Manufacturer narrative:
H10: a(gfe) good faith effort was sent to obtain additional information regarding the issue. Per gfe response, the customer only stated they were calling to discuss an issue with the nss team. The customer continued to work with the nss team for further troubleshooting. The customer has already escalated and they are working with their account manager and nss. A follow up report will be submitted once the investigation is complete.